Manufacturer narrative:
(B)(4).

Event description:
Patient's stepfather contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The receiver (part number stk-gl-001/serial number (B)(4)/lot number 5178453), being used with the complaint transmitter, was returned on 10/23/2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal. A root cause could not be determined.